Event description:
It was noted by the provider that the wound dehiscence and extrusion of the generator was related to severe allergic reaction to a medication, which resulted in an infection and wound dehiscence and extrusion as previously reported.

Event description:
It was reported that the patient underwent surgery to remove the generator due to wound dehiscence and generator extrusion at the implant site. The explanted generator has not been received by the manufacturer to date. Device history records for the generator were reviewed and showed that both the lead and generator were properly hp sterilized prior to distribution. Both device passed all functional specifications as well prior to distribution. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.